Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false atrial lead low impedance warning occurred on the implantable pulse generator (ipg). The right atrial (ra) lead also exhibited low impedance which was suspected to be associated with the patient's open heart surgery. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.